Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause. However, client follow-up into this event suggest that the sample management system (sms) cup was not properly aligned or seated. This misalignment could cause the tissue sample to become lodged within the device or transported into either the vacuum lines or the container. In this event, the tissue samples became lodged within the device. No serious injury occurred and tissue samples were able to be retrieved. However, upon the consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction pursuant to 21 cfr 803 because this malfunction has the potential to cause or contribute to death or serious injury as a result of potential missed samples.

Event description:
The sales rep reported that, "doc took multiple samples but no samples were in tray. " the tech opened the aperture and was able to retrieve the tissue samples.